Manufacturer narrative:
This device used for treatment and not diagnosis. Hwe, hsz, gfa, gff: additional codes. Lot 11332 was provided: the number cannot be verified as a synthes lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the headless compression screw was used for a (B)(6) male who had a fracture of malleolus medialis. During insertion of the drill bit over the guide wire, the drill bit was broken in pieces 7mm from the tip. Surgeon had to remove all of broken pieces of the drill bit. The cannulated screw, 4.0 mm, was used as a replacement to finish the surgery without any problem. Reportedly the patient is doing well. This is 1 of 1 report for complaint (B)(4).